Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui central processing unit (cpu) printed circuit board (pcb). The device passed all calibrations, shirt self-test, extended self-test (est) and performance verification test according to MFR specifications. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated the "bottom screen" of an 840 ventilator was not working. There was no report of pt involvement. The date of the event is unk. No add'l info is available at this time.